Event description:
Patient came in for breast biopsy. Bard encore enspire # dywff005. Sensorx fire forward # dyxrj022, and drive #dyaxg023 were used. Metal fragments noted after biopsy procedure. Images taken immediately before procedure showed no metal fragments and images after the biopsy procedure showed presence of tiny metal fragments. Used devices and unused biopsy supplies with same lot number were returned to bard vendor for investigation. Request for detailed investigation and report requested from vendor. A 02/18/2020, no report has been received. FDA safety report ID # (B)(4).